Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and was unable to duplicate the reported issue, as the cuff deflated as normal during evaluation. The fse asked if there was any permanent damage to the patient's arm and if treatment was required, but this was unknown. The fse could not confirm that the device had alarmed for being unable to deflate the cuff, as time from customer did not correspond to any alarms at central station or monitor. Based on the information available and the testing conducted we were unable to replicate the reported problem. The cause of the reported problem at the time of the incident was unable to be determined. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the blood pressure cuff did not deflate, causing harm to the patient's arm. After a long operation with the patient in the supine position, it was observed the patient's right arm was dark red with black and blue areas and their fingers were swollen. The patient complained of pain in their arm upon waking. After removing the draping, the blood pressure cuff was loose but marks on the arm indicated the cuff may have been applying significant pressure during surgery. The skin on the upper arm where the cuff was placed appeared light red and shiny; however, below the cuff at approximately the elbow crease, the skin was dark red with black and blue areas. It was assumed by the user the cuff had inflated and did not deflate properly due to a kinked hose, causing pressure to be applied to the patient's arm for several hours.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.